Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., evaluated by MFR., updated. Lot number corrected from 15294708 to 14844061. Device expiration date corrected from 05jun2015 to 20nov2014. Device manufactured date corrected from 05jun2012 to 21nov2011. Device evaluated by MFR: a visual examination identified contrast media within the inflation lumen. The returned device was attached to the encore inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified contrast media present within the inflation lumen. The device was soaked in a water bath at 37 degrees to help soften the solidified contrast media before further attempts were made to inflate the balloon. Positive pressure was subsequently applied to the balloon when a leak was noted. A microscopic examination confirmed a balloon pinhole over the markerband. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary angioplasty treatment procedure, a balloon burst occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, denovo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After the guide wire crossed the lesion, the 15 mm x 1.5 mm maverick² balloon catheter was used to predilate the lesion at 12 atm when it burst. The number of balloon inflation performed was unknown. The balloon was removed intact. The procedure was completed with a different device. No complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary angioplasty treatment procedure, a balloon burst occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, denovo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After the guide wire crossed the lesion, the 15 mm x 1.5 mm maverick2 balloon catheter was used to predilate the lesion at 12 atm when it burst. The number of balloon inflation performed was unknown. The balloon was removed intact. The procedure was completed with a different device. No complications were reported and the patient status was stable.